Manufacturer narrative:
Analysis of the catheter identified a kink in the catheter body and damage to the transition tube. The previously reported evaluation codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacturer's representative reported the patient was receiving lioresal (2000 mcg/ml at 102.37mcg/day) via an implantable pump. The patient was getting less efficacy at times with their therapy. It was noted there were no alarms and no environmental/external/patient factors that may have led or contributed to the issue. A dye study was attempted but failed to aspirate which prompted the planned surgical intervention. The hcp opened the pump pocket and discovered a kink in the catheter pump segment. The hcp cut the catheter and removed the kinked portion along with the rest of the pump segment. After the kinked portion was removed csf was noted when aspirating from the cap. It was noted the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500mcg/ml gablofen at 140.3mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that at the refill the hcp expected to get back 6.7ml of gablofen but actually pulled back 24ml. The patient was not experiencing any symptoms. A dye study was attempted on (B)(6) 2020 and the hcp was unable to aspirate the catheter. It was reported that the plan was to replace the catheter, but no date had been determined. The issue was not resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were reported.

Manufacturer narrative:
Continuation of: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020. Product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned.